Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2017-02122. It was reported the patient reported ineffective stimulation coverage from her scs system. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. Surgical intervention may be undertaken to address the issue.

Event description:
Device 2 of 2, reference MFR. Report#: 1627487-2017-02122. Follow-up information revealed the patient underwent surgical intervention wherein the lead were explanted and replaced with another model. During the procedure the physician attempted to place two new leads. However, due to scar tissue, only one lead was placed. Effective therapy was resorted post-operative.